Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-01038 / 01039 / 02480 / 02481). Not returned by attorney.

Event description:
Operative notes indicated that during a left hip revision, the head cold-welded to the stem and could not be separated; after multiple attempts to separate the head from the stem an episiotomy was performed and the stem was removed along with the head.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Corrected information - implant date to (B)(6) 2009. Review of device history records found these units were released to distribution with no deviations or anomalies. Visual inspection of the product could not be performed as the product was not returned. This device is used for treatment. The following components were reviewed for compatibility with no issue noted: 14-103202 lot 982130 and 139254 lot 368110. Complaint history for metal on metal complaints is reviewed. Medical records stated: cold-welded monoblock cobalt-chrome head to femoral component. However, the device stated as a head is actually the taper adaptor which seized onto the stem taper interface. A definitive root cause could not be determined with the provided information. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
The spiked magnum cup became loose due to the repetitive impactions. Since the head could not be removed after multiple attempts a episiotomy was performed and the stem was removed. The length of delay was reported as 1.5 hours. Review of the op notes determined that the device stated as a head is actually the taper adaptor which seized onto the stem taper interface.